Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up with stored episodes of noise recorded by the implantable cardioverter defibrillator. The noise was observed on the atrial channel, and discrimination channel, but not on ventricular sense channel. It was suggested that this could be due to electromagnetic interference, or because the device was reused after an unrelated lead procedure. No interventions were made. The patient was stable and will continue with scheduled monitoring.